Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via (B)(4) indicating that two ar-8978p dx swivelock sl implants with forked eyelets (3.5 x 8.5 mm) and an arthrex k-wire, implanted during a thumb ucl repair procedure on (B)(6) 2026, are reportedly associated with a lingering infection. Culture results were reported as consistent with osteomyelitis. The onset of symptoms included wound drainage. Treatment with antibiotics has been initiated, and a potential revision procedure with hardware removal has been indicated. Additional information was received on 18-jun-2026: the procedure was performed on the patient's left thumb and involved implantation of arthrex suturetape in addition to the previously identified implants. The reported osteomyelitis was associated with cultures positive for both methicillin-sensitive staphylococcus aureus (mssa) and methicillin-resistant staphylococcus aureus (mrsa). The reporter stated that symptoms consistent with osteomyelitis began approximately one week postoperatively and remained ongoing as of the reporting date. The patient was treated with oral and liquid antibiotic therapy. Implant removal is planned; however, no revision procedure has been performed to date. Additional information was received on 29-jun-2026: the implanted k-wire was a separate device and was not the k-wire included with the ar-8978p implant system. The implanted suturetape was also not part of the ar-8978p construct. The part number and lot number of the suturetape were not available.